Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician verified the reported problem due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem. Final testing was performed and passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.